Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional absorb scaffold mentioned is being filed under a separate manufacturer report number. The absorb is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat the distal and proximal right coronary artery (rca) on a patient presenting with st elevated myocardial infarction (stemi). Two absorb scaffolds were implanted for treatment with final angiographic results of less than 10%. The patient returned on (B)(6) 2016 with acute stemi and thrombosis was found in the previously implanted scaffolds. A 3.0 x 20 mm non-abbott drug eluting stent was implanted for treatment. The patient had been compliant with dual antiplatelet drug therapy (dapt), but stopped three weeks prior per the dapt protocol. The patient has been put back on dapt of aspirin and prasugrel. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of myocardial infarction and thrombosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.